Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. Attempts to connect to the internal device were unsuccessful. The implanted device remains. It is unknown whether there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011.